Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a drawer failure. A field service engineer made adjustments to the black bar (which holds the latch and sensors) to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.